Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately. The inaccurate readings of the subject device were "248, 113, and 168 mg/dl," performed within 20 minutes. A replacement meter was sent to the lay user/patient. This issue is being reported because the reported results exceed lifescan's precision criteria. There was no indication that the product caused or contributed to an adverse event.